Event description:
It was reported that a patient underwent a full replacement. The patient complained of pain at the neck during and in between stimulation. The patient was worried that the system was damaged and asked for a full system replacement. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Generator and lead were received for analysis. Generator analysis was complete and the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis is underway and has not been completed to date. Information received that per the physician the replacement for the pain was for patient comfort and to keep vns therapy outcome optimal. It was noted that the believed cause of the reported pain is a lead issue (despite impedances pre-op being ok).

Event description:
Product analysis on the lead was completed and approved. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.